Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (method code). H11: corrected data: corrected section h6 (results & conclusions codes).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-0014.

Manufacturer narrative:
UDI#: (B)(4). In this case, a definitive root cause cannot be determined. The subject device is not available for return. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 29mm 7300tfx mitral pericardial valve was explanted at implant due to paravalvular leak (pvl). The explanted valve was replaced with a 27mm 7300tfx mitral valve. Per the medical records, post implant of the 29mm 7300tfx mitral valve and after decannulation, significant pvl was noted on echo. The patient was required to be re-cannulated and placed back on bypass to repair the pvl. The 29mm valve was explanted and replaced with a 27mm 7300tfx mitral valve and the valve seated nicely. Subsequently, there was significant bleeding due to a tear in the dome of the left atrium. This required re-cannulation a second time to suture repair the tear in the left atrium. There were complications of hypotension, bleeding, and CPR. Ultimately, the patient stabilized and was transferred to the ICU. The patient was discharged home with home health services on pod #13.